Event description:
It was reported that during an arteriovenous fistula (av) graft interventional procedure, a fox balloon dilatation catheter (bdc) was advanced through an arm artery of unspecified arterial location without reported resistance to the lesion. The fox balloon was inflated to 20 atmospheres for one time and the balloon ruptured. The fox bdc was removed and upon removal with an angiogram there was a piece of the balloon found sheared off and still in the patients anatomy. The procedure was complete and the sheared piece of fox balloon was left in the patients anatomy. The next day there was a thrombosis found in the arteriovenous fistula (av) graft at the piece of balloon. An unspecified declotting technique was done to remove the thrombosis and the balloon piece successfully. The patient was discharged home in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rbp (rated burst pressure). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the fox plus percutaneous transluminal angioplasty (pta) catheter instructions for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the information reviewed, there is no indication of a product deficiency.